Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient could no longer feel the stimulation and had an instant migraine. Database analysis showed that the impedance measurements revealed all contacts had high values. An imaging done on the patient's system determined a lead fracture. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could no longer feel the stimulation and had an instant migraine. Database analysis showed that the impedance measurements revealed all contacts had high values. An imaging done on the patient's system determined a lead fracture. The patient will undergo an explant procedure.